Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped charging her ipg over a year ago and was no longer able to communicate with it using external devices. The patient underwent surgical intervention where her ipg was replaced with a new one. The patient is now receiving stimulation.